Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a longitudinal tear in the balloon 21mm from the tip and it is approximately 11mm long. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior tibial artery. A 2mm x 40mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications and the patient condition was good.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior tibial artery. A 2mm x 40mm x 144cm coyote es and a 2.0mm x 220mm x 150cm coyote balloon catheter were selected to treat the lesion. However, during inflation, both balloons ruptured. The devices were removed and the procedure was completed with a different device. There were no patient complications and the patient condition was good.